Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion alarm. The reporter denied any tubing kinks or closed clamps. Fingertip pressure to port site did not resolve the alarm. Tubing was clamped but was unable to remove cassette as it was locked in place. Battery cover was opened and closed. Bottom of cassette tapped on hard surface to disperse any air bubbles. Pump was turned on, but the alarm returned immediately. The pump turned off. The reservoir volume was 64 ml. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.